Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and zimmer palacos cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to instability, flexion contracture and difficulty ambulating due to externally rotated position of the left leg. Upon entering the joint, adhesions were released. Osteolysis and minimal synovitis was also noted within the joint. The tibial component was noted to be loose at the implant to cement interface. The patella component was noted to be undersized with bone overgrowing it, this was also revised. The surgery was completed without indication of complication by the surgeon. Competitor exactech components and stryker cements were implanted at revision. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.